Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included packaging information, guidewire, arteriotomy locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated with the suture deployed. The black compaction marker was visible, and the distal tip of the suture was found cut. The complaint could be confirmed for anchor detachment. The exact root cause could not be determined. The likely cause was determined to have been excessive force applied to the device as the device was pulled back and the collagen tamping. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used for endo vascular treatment (evt). After the angio-seal device was advanced into the artery, the device/sheath assembly was withdrawn to position the anchor. During this process, the anchor detached from the suture and was left in the artery. The device was not used further, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression alone. The physician will consider treatment for the anchor left in the artery based on the patient's condition in the future. Blood loss was less than 250 cc. The reported event did not result in patient injury or require medical or surgical intervention. The procedure before deploying the device was ppi. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. Per the questionnaire, a pre-deployment angiogram was performed by a trained user. The procedure involved a right femoral artery puncture, and manual pressure was applied. The patient is currently recovering, and no additional information will be provided. No equipment or other devices were used with the above product. Additional information was recevied on 16 dec 2024: the angio-seal device was used for evt. After the angio-seal device was advanced into the artery, the device/sheath assembly was withdrawn to position the anchor. During this process, the anchor detached from the suture and was left under the skin.